Event description:
It was reported that a user experienced hyperglycemia while using the ilet system and had been entering meal announcements to correct high glucose, after which the user changed the infusion site and performed a factory reset with education provided on proper meal announcement use. Symptoms included hyperglycemia with thirst, with fingerstick values as high as 572 mg/dl and subsequent decrease to 416 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage issue related to improper procedure, with relevance to the user interface and adherence to instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.